Event description:
A pt in respiratory failure and ventilatory dependant coded during treatment on a prismaflex with a prismaflex m100 filter set. Efforts to resuscitate the pt was unsuccessful and the pt expired. The prismaflex machine was inspected and determined to be operating within MFR's spec. The prismaflex m 100 filter set was discarded and not available for inspection. MFR ref # 8010182-2015-00011.